Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed to recover. A field service engineer found gummy residue on the drawer so replaced engine and clean the tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a failed drawer. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.